Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager door failed. The field service engineer (fse) arrived on site and applied corrective grease to two rm latches and the tower door latch. After lubrication, the components operated smoothly and the issue was resolved. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager on the door was found to be misaligned, which resulted in door failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.